Event description:
At an undetermined period of time following successful stent placement, the pt developed stent thombosis.

Manufacturer narrative:
Multiple attempts to contact physician by telephone to obtain case details have been unsuccessful. No additional attempts to contact the physician will be made.